Event description:
It was reported that the surgeon inserted a micl 12.6 implantable collamer lens and could not get it to unfold properly in the eye. The lens was removed without any pt injury and the back up lens was successfully implanted. The reporter stated the incident ws due to a loading error.

Manufacturer narrative:
Lens would not unfold in eyes - results: visual inspection of the returned product showed evidence of a clear surgical residue, however, there was no visible damage to the lens.